Event description:
It was reported the stimulation was auto-reducing for the patient and there were 4 contacts which were invalid. The sjm representative reprogrammed the patient, but the issue was unresolved. Additional contacts were invalid and x-rays revealed a possible fracture. It was reported the physician planned surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.